Event description:
The manufacturer service technician reported that the top of the blade mount was missing while it was being serviced at the user facility. There were no adverse consequences related to this event.